Manufacturer narrative:
After review of medical records, it was found that this component was reported in error. This report will be rejected.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address friction wear, causing metal ions to be released into patient's bloodstream, pain, discomfort. Update may 10, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain, metallosis and infection/sepsis ((B)(6) 2016). After review of the medical records for MDR reportability, it was reported that there was redness and drainage, whitish tissue in the periarticular space that appeared to be a metal-on-metal reaction, slight avascular whitish tissue. It was also reported that she had high crp and white count. On (B)(6) 2016, she had an incision and drainage of the left septic hip. Cup has been added due to infection. This complaint was updated on: may 22, 2017.